Manufacturer narrative:
Product not yet evaluated. (B)(4).

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 130 to 200 mg/dl. Testing performed three times daily. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking insulin to manage diabetes. Comparing blood glucose test results from true-result meter to true-track meter. Back to back blood test produced test results of 78 mg/dl using true-result meter and 48 mg/dl using true-track meter. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 163 mg/dl and 136 mg/dl. Verified storage of product is within instructed spec. Test strip lot manufacturer's expiration date is 02/26/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory (date/time not set): 48 mg/dl, (B)(6) 2015, 05:53 pm, fasting: yes; 184 mg/dl, (B)(6) 2015, 05:27 pm, fasting: yes; 201 mg/dl, (B)(6) 2015, 04:51 pm, fasting: yes; 141 mg/dl, (B)(6) 2015, 12:57 pm, fasting: yes; 191 mg/dl, (B)(6) 2015, 01:46, fasting: no. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 130 to 200 mg/dl. Testing performed three times daily. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking insulin to manage diabetes. Comparing blood glucose test results from trueresult meter to truetrack meter. Back to back blood test produced test results of 78 mg/dl using trueresult meter and 48 mg/dl using truetrack meter. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 163 mg/dl and 136 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 02/26/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory (date / time not set): (B)(6). Adverse event not reported.